Event description:
The patient reported that in the past 6 months 4 v-go 30 devices the needle button accidently release prior to the completion of the 24-hour period, no other information was available regarding these events.